Event description:
This case was reported via regulatory authority (B)(4) on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdomen highly painful") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal distension ("abdomen highly swollen, abdomen more and more swollen as the day goes on"), back pain ("lumbar pain"), eczema ("eczema"), pruritus ("itching"), musculoskeletal chest pain ("intercostal pain"), limb discomfort ("heaviness in legs"), hypoaesthesia ("numbness of hands on waking in the morning"), headache ("frequent headache"), fatigue ("exhaustion every day"), dyspnoea exertional ("shortness of breath on walking"), palpitations ("palpitations"), vaginal inflammation ("vaginal inflammation"), vulvovaginal pruritus ("vaginal itching"), visual impairment ("visual disturbances"), arthralgia ("joint pain"), joint crepitation ("joints that crack"), confusional state ("mental confusion") and amnesia ("memory loss"). On an unknown date, the patient experienced allergy to metals ("allergy skin test for nickel strongly positive"). The patient was treated with surgery (total hysterectomy with salpingectomy). Essure was withdrawn. At the time of the report, the abdominal pain, abdominal distension, back pain, allergy to metals, eczema, pruritus, musculoskeletal chest pain, limb discomfort, hypoaesthesia, headache, fatigue, dyspnoea exertional, palpitations, vaginal inflammation, vulvovaginal pruritus, visual impairment, arthralgia, joint crepitation, confusional state and amnesia outcome was unknown. The reporter considered abdominal pain, abdominal distension, back pain, allergy to metals, eczema, pruritus, musculoskeletal chest pain, limb discomfort, hypoaesthesia, headache, fatigue, dyspnoea exertional, palpitations, vaginal inflammation, vulvovaginal pruritus, visual impairment, arthralgia, joint crepitation, confusional state and amnesia to be related to essure. The reporter commented: the doctor did not understand because they could not find the cause, which was obvious for her because all her problems started after placement of essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: blood test result was not provided. On an unknown date: nuclear magnetic resonance imaging result was not provided. On an unknown date: skin test result was for nickel strongly positive. On an unknown date: x-ray result was not provided. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced abdomen highly painful. A total hysterectomy with salpingectomy was performed. The event is regarded as anticipated according to the reference safety information for essure. Abdominal pain may occur with essure therapy. In this case, consumer experienced this event about one year after essure insertion. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was reported via regulatory authority (B)(4) on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdomen highly painful") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("abdomen highly swollen, abdomen more and more swollen as the day goes on"), back pain ("lumbar pain"), eczema ("eczema"), pruritus ("itching"), musculoskeletal chest pain ("intercostal pain"), limb discomfort ("heaviness in legs"), hypoaesthesia ("numbness of hands on waking in the morning"), headache ("frequent headache"), fatigue ("exhaustion every day"), dyspnoea exertional ("shortness of breath on walking"), palpitations ("palpitations"), vulvovaginal inflammation ("vaginal inflammation"), vulvovaginal pruritus ("vaginal itching"), visual impairment ("visual disturbances"), arthralgia ("joint pain"), joint crepitation ("joints that crack"), confusional state ("mental confusion") and amnesia ("memory loss"). On an unknown date, the patient experienced allergy to metals ("allergy skin test for nickel strongly positive"). The patient was treated with surgery (total hysterectomy with salpingectomy). Essure was removed. At the time of the report, the abdominal pain, abdominal distension, back pain, allergy to metals, eczema, pruritus, musculoskeletal chest pain, limb discomfort, hypoaesthesia, headache, fatigue, dyspnoea exertional, palpitations, vulvovaginal inflammation, vulvovaginal pruritus, visual impairment, arthralgia, joint crepitation, confusional state and amnesia outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, amnesia, arthralgia, back pain, confusional state, dyspnoea exertional, eczema, fatigue, headache, hypoaesthesia, joint crepitation, limb discomfort, musculoskeletal chest pain, palpitations, pruritus, visual impairment, vulvovaginal inflammation and vulvovaginal pruritus to be related to essure. The reporter commented: the doctor did not understand because they could not find the cause, which was obvious for her because all her problems started after placement of essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: not provided. Nuclear magnetic resonance imaging - on an unknown date: not provided. Skin test - on an unknown date: for nickel strongly positive. X-ray - on an unknown date: not provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 16-may-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1049 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 12-may-2017: quality-safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced abdomen highly painful. A total hysterectomy with salpingectomy was performed. The event is regarded as anticipated according to the reference safety information for essure. Abdominal pain may occur with essure therapy. In this case, consumer experienced this event about one year after essure insertion. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. According to the updated product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be available, because health authority does not allow active follow-up.